Event description:
During a pci procedure, the quantum maverick 3.0 x 12mm balloon ruptured on the second inflation at 16 atms. The initial inflation pressure is unknown. The lesion being treated was a calcified, 90% stenosed, right coronary artery (rca). The type of guide catheter used was a mach1. The procedure was completed using a different device. There was no patient complications reported. The patient status is listed as "good".